Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began either in (B)(6) 2011. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, it is unclear what action the patient took in response to the reported power issue. On an unspecified date/time, the patient indicated his blood glucose was reportedly tested at the lab, however, his laboratory reading is not known. According to the csr's documentation, after the alleged issue occurred, the patient allegedly developed symptoms of frequent urination, sweating, and weight gain in either (B)(6) 2011 (date/time not specified). During a doctor's office visit (date/time not known) the patient indicated his blood glucose was tested (type of device and blood glucose result are not known) and currently he is now having to take an additional medication (type, dosage not known). At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced (per owner's booklet recommendation), the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the meter did not turn on with the power button. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on january 26, 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. A DHR (device history record) was completed for this product. A deviation to the artwork was noted; however, the deviation is not related to the product issue with minimal impact on the user. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.